Event description:
It was reported that a patient had a loss of therapeutic effect. The reporter stated that for the past two weeks the patient had been having gastroparesis episodes and feeling "sickish". It was noted that last week she saw her doctor, who confirmed that her device wasn't functioning and set up a device replacement surgery for (B)(6) 012. It was reported that this surgery was delayed due to a review board meeting about the patient's medical cares. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).